Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported the spike fell out of the IV bag during platinol infusion. There was no leaking noted during priming and the nurse felt there was a secure connection prior to starting infusion. There was no patient and clinical staff harm due to the chemotherapy leak.